Event description:
Related manufacturer report number: 2017865-2023-20329, 2017865-2023-20330. It was reported during in clinic follow up that the pacemaker system exhibited oversensing due to noise on both the atrial and ventricular channels. Oversensing resulted in pacing inhibition and syncopal episodes. The device was explanted and the right ventricular and atrial leads were capped on (B)(6)2023. The system was successfully replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: updating event date to may 9th, previously may 10th